Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM reported that the destructive sampling identified enterococcus sp. That is categorized high concern organisms. This organism was not identified in the initial sampling. Also provided the findings from the external expert during destructive sampling: bleaching of the glue of the bending section, around the nozzle and the distal end cover, presence of extra glue of the distal end cover and around the nozzle, scratch on the glue of the bending section, missing parts of white glue around the objective lens.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. As part of our investigation, an engineer was dispatched to review sampling technique of the sampler who took the sample ID (B)(6). The engineer reported that no deviation was found during the sampling observation.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device and discovered a yellowish foreign material along the biopsy channel and suction channel walls. An olympus borescope was used to inspect the biopsy and suction channels. The biopsy channel has yellowish stains present throughout. Additionally, the distal end cap is missing, which is not allowing the leak test to be performed. The olympus borescope was also used to verify the condition of the suction channel, which also has foreign material (yellow), that starts at the body control unit and proceeds all the way to the connector side of the channel. Further findings include, missing distal end cover glue and a portion of the bending section cover, which was not returned for evaluation.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding their reprocessing practices and was informed the user facility is pre-cleaning the endoscope immediately after a procedure and performing the pre-cleaning steps per the manual. The endoscope is being leak tested prior to manual cleaning; however, the olympus alt-pro was utilized for the leak test (it is not validated for use on the tjf-q180v). The ess reported that the customer was informed that it was not validated for use. The johnson and johnson enzol detergent is used for manual cleaning. The endoscope channel being brushed during manual cleaning with a medivators disposable double ended brush 100402. They facility also has olympus brushes on site. The endoscope is reprocessed in a medivators advantage plus aer with medivators intercept detergent and medivators rapicide pa high level a & b hld. Then hung well ventilated storage cabinet. The minimum effective concentration is being checked after every cycle. The ess reported that the user facility has multiple aers and no issues were noted during the observation. The date of the aer¿s last preventative maintenance is unknown. There has been a change in the facility¿s staff since the last reprocessing in-service; however, the identified reprocessing tech has been there for an extended period of time. The user facility¿s reprocessing staff are trained as needed by their internal staff on reprocessing. As part of our investigation, an olympus endoscopy support specialist was dispatched on february 21, 2019 to observe the reprocessing techniques of the technician who reprocessed the subject scope. The ess reported the following reprocessing deviations: general brushing particular to the distal tip and channels with multiple brushes; however, it was not in order or completed. The reprocessing technician utilized the medivators double ended cleaning brush and the maj-1888. Failed to properly perform visual checks to see if debris was removed from scope. If debris was not removed, brushing was continued utilizing the brush believed to work best. Additional errors were noted: the alt-pro was utilized for leak testing; the external surfaces of the scope were not wiped down; minimal flushing of the elevator areas with syringe was performed; medivators brushes utilized; no suction channel cleaning adapter utilized; no flushing of the channels was performed. The customer stated that the medivators advantage plus aer eliminated several of the recommended steps. Furthermore, the ess reported that in three years no in-service was recorded on the tjf-q180v (only for the jf-140 since it¿s reprocessing change). The user facility¿s endoscopes are sent out for repairs as needed and for the annual inspection (tjf-q180v only) when requested by olympus. The cause of the reported event could not be determined; however, olympus will continue to investigate. If additional information becomes available or if the device is returned at a later date, this report will be updated and supplemented accordingly

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for staphylococcus aureus after reprocessing. There were no associated patient infections reported.